Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by the patient's mother that the patient's blood glucose levels exceeded 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, a manual injection of insulin was delivered.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the fluid path found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. The soft cannula was measured to be out of specification, measuring approximately 1.059 in. In length with the appearance of having been stretched. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. The pod was received with no evidence of blood on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site.